Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown liner. Cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right hip revision due to infection. Old pca cup exchange for head and liner.